Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This blower motor controller (bmc) was tested and the reported problem was confirmed. This bmc will be returned to the vendor for analysis and this report will be updated with the failure analysis when provided by the vendor.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.